Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After an immediate extraction of the tooth in ada site 4, the clinician reports the implant and abutment failed upon insertion due to low torque. Clinician reports the patient bit down on block and fractured front wall. A bone graft was performed in type iii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
After an immediate extraction of the tooth in ada site 4, the clinician reports the implant and abutment failed upon insertion due to low torque. Clinician reports the patient bit down on block and fractured front wall. A bone graft was performed in type iii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).